Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: v118946, ubd: 28-may-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting coverage and felt painful burning at the incision site. X-rays showed that the lead had partially migrated out of the epidural space. The rep tried to program the top contact which remain in the epidural space to get efficacy but the was unsuccessful. The patient's pain was in their right arm and the coverage was in the opposite arm. It was noted that the impedances were within normal limits. The cause of the lead migration was unknown. The patient was (B)(6) pregnant, so it was undetermined what would be done until the patient had gave birth. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead was removed on 2018-(B)(6). The lead was discarded by the hospital, and the patient is doing fine per the physician. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 3998 lot# serial# (B)(4) implanted: 2008-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead was removed as the patient is pregnant and will not replace the lead at this time. The battery remains in the right chest wall. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient had their lead replaced with a 977c290 cervically. The rep noted that the same ins was used but positioned in their right buttocks versus their right chest wall. They stated that all impedances were good. No further complications were reported or anticipated.

Event description:
Additional information was received and it was reported that the patient will be connecting new leads to the already implanted ins. The patient had not charged the ins in approximately one year. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.